Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate shock for svt. Svt fell into the vt zone and shock was delivered. Programming changes were made. No further information is available.